Manufacturer narrative:
A documentation review was performed and no discrepancies were identified with the finished goods lot 1711-007 or the PICC raw material (B)(4). The gap is most likely a result of repeated over-tightening of luer lock connections (i.e. Syringes, caps, etc.) To the luer, as identified in the PICC instructions for use (ls-00139-01). No returned sample was provided for investigation.

Event description:
A leak was observed coming from the "red hub" luer.